Event description:
It was reported that during an in clinic follow up, the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal which resulted in the delivery of an inappropriate shock. No intervention was performed. The patient was in stable condition.